Event description:
"Caller alleged discrepant results compared with alternate poc device. Results as follows:" date: (B)(6) 2012; inratio: 1.5; poc device: 3.5. Time elapsed between each method of testing is thirty minutes. Patient's therapeutic range is not specified.

Manufacturer narrative:
Investigation pending.